Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was a fatal error in underlying database. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was a fatal error in underlying database. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that had fatal error. A field service engineer found the application was crashing with a ¿fatal error in the underlying data.¿ the station was pulled down to windows, and an attempt to access the local sql database failed. Tried repairing medapp via control panel, but it also failed. After rebooting and pulling down to windows again, the medapp repair was successful. Sql was accessible, and the database opened correctly. The station was rebooted multiple times, and medapp launched properly each time. The customer was able to log in and successfully pull a medication the system functioned as intended after the field service engineer repaired the device.